Manufacturer narrative:
(B)(6). Device not accessible for testing: (4117/3233): at this time, the customer has not requested for getinge to evaluate the iabp unit involved in this event. Attempts are being made to obtain additional information. A supplemental report will be submitted if this information is provided to us.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had no ECG tracing. The end user attempted to change the leads, and trunk cables before eventually swapping out the iabp unit with a cs300 iabp. It was noted that the ECG waveform displayed on the cs300 was clear and crisp. The cardisave iabp unit was removed from service and taken to the customer's biomed. There was no patient harm and no adverse event was reported. Patient height: 5'9".

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, e1(site country), g3, g6, g7, h2, h4, h6 (type of investigation, investigation findings, investigation conclusions), h10. Additional information: contact person phone number: (B)(6).